Manufacturer narrative:
MFR received date: 22 nov 2019. The replaced touchscreen was returned and failure investigation was performed on (B)(6) 2019. The touchscreen was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
It was reported that the ventilator's touchscreen failed during periodic maintenance. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 02oct2019. Date of report: 03oct2019. The manufacturer¿s international service technician reported that replacing the touchscreen resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen failed during periodic maintenance. There was no patient involvement.